Event description:
It was reported that shell of the bougie snapped and the outer casing cracked as it was being prepared for use. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Premarket (510k) number is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).